Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. The unit was rec'd inoperable due to the reported symptom of "sys error 105" alarm, caused by a field motor (flex). The failed motor assembly was replaced.